Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, non-intuitive motion was experienced with the prograsp forceps instrument. A backup instrument of the same type was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The surgeon's head was inside the console, on the regular settings while the surgeon was attempting to manipulate instruments when the issue occurred. The timing of instrument movement was appropriate without delay or lag and the movements scaled appropriately to the surgeon motion. The instrument side to side movement was persistently opposite the commanded motion approximately 3 minutes after the start of the procedure. No shakiness and/or friction was experienced. Reportedly there were no external or internal collisions of the arms or instruments. The instrument and drape were reseated, the system restarted; however, the issue persisted so a backup instrument was used with no reported problems. The drape was discarded, and the lot number is not available. No pictures or video of the event are available.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the prograsp forceps instrument (pn# 471093-11 lot# k10220328-0188) associated with this event has been performed. Per logs, the instrument was last used on 09/18/2022 on system sk2052 for approximately 13 minutes. The alleged event occurred on the 1st use of the instrument with 17 remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on a test system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. The instrument passed the grip bumper test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.